Manufacturer narrative:
Per the nurse, the sample was discarded. No lot number was provided.

Event description:
A nurse contacted baxter product surveillance stating a home patient's transfer set separated from the catheter at the transfer set adapter/catheter interface. She did not know what may have caused the separation to take place. This occurred a week after the transfer set had been changed. The sample was discarded. The patient was given cephalozolin and fortaz for 1 day prophylactically. There was no patient injury reported.